Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has communicated with the customer and confirmed that the system is not booting up. Upon functional analysis performed by rse it was identified that there is issue with the monoplane host pc which resulted in system to stop booting up. Customer did the host pc repair action and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.